Event description:
The customer reported the system displayed intermittent issues with image quality. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site evaluation. Checked all cabling, and connections in imaging chain, found loose connections in ccd camera. Verified power supply to ccd and reseated all connections and fuses. System now functioning as intended.